Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment. During dwell 1 of 5 the patient encountered balloon valve leak warnings prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient verified being able to carry out manual continuous ambulatory pd treatments in the absence of the cycler. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During dwell 1 of 5 the patient encountered an air detected in cassette warning prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient verified being able to carry out manual continuous ambulatory pd treatments in the absence of the cycler. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b.5.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler showed no physical damage. There were visual indications of dried fluid within the cassette compartment on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. As received 10000ml simulated treatment was performed and passed. No fluid leak was found in the test cassette. No alarms or other issues occurred during the test. System air leak test passed. Balloon valve actuation test passed. Patient sensor check passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection was performed and encountered fluid in hp2. Fluid in the hp2 filter is a failure related to the reported symptom code lf22 (m31 air detected in cassette warning). There were visual indications of dried fluid on the bottom cover under the pump assembly and on the bottom pump gasket. The cause of the observed fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event.

Event description:
It was reported by a peritoneal dialysis (pd) patient¿s caretaker that a fluid leak was discovered during step 9 ¿ treatment complete after cancelling pd treatment . During dwell 1 of 5 the patient encountered an air detected in cassette warning prior to discovering the leak. The treatment was cancelled and when the patient opened the cassette door fluid was discovered. There was fluid in the pump module area and fluid leaking from a tear in the cassette. The patient was advised by technical services to discontinue the use of the cycler and inform the peritoneal dialysis nurse (pdrn) that a new cycler was issued to the patient. The patient verified being able to carry out manual continuous ambulatory pd treatments in the absence of the cycler. Upon follow up with the patient¿s pd nurse, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was reported to be available for return to the manufacturer for physical evaluation.